Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore connector leaked. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the ICU from the operating room at 20:20 on january 22 due to "cerebral aneurysm rupture with subarachnoid hemorrhage" under general anesthesia in the operating room, and was admitted to the ICU from the operating room at 20:20 on (B)(6), with right jugular vein catheterization, and the diaphragm needle-free closed infusion connector was replaced at 8 o'clock on (B)(6), and when the cvp was measured at 14 o'clock on (B)(6), it was found that the diaphragm needle-free closed infusion connector was seriously leaking, and the diaphragm needle-free closed infusion connector was replaced.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3304197. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.